Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not able to communicate with their ins with or without the patient programmer. They reported that they were not feeling any stimulation. It was asked but was unknown when they last recharged. It was reported that the patient last felt stimulation in 2017. No further complications were reported/anticipated.